Event description:
A medtronic representative reported a legacy tap was clogged with unknown material. Tried to remove with a k-wire and could not remove material. This was a demo instrument; issue was discovered outside of surgery. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. RMA issued. Replacement part shipped to site (B)(4) 2012. Medtronic representative visually inspected the tap and found that it is blocked with material. Not able to remove the material from the tap.